Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient's device was in overdischarge and they could not use it. They tried to charge it and it gave her a no communication screen. The device was working fine and then a week later they could not charge or use it. The programmer, recharger, and the clinician programmer were all used in an attempt to communicate with the device. One trickle charger was performed and then they charged for 45 minutes and they were able to interrogate the device using the clinician programmer. A power on reset (por) code of 0x2608 was seen. The patient was reprogrammed as requested with good coverage and they were receiving effective therapy. The patient was indicated for spinal pain.